Event description:
The customer originally reported that the device was being used in a low anterior resection for 15 minutes and that the device stopped working, a red light was observed and the blade was found to be damaged. Nothing fell into the patient cavity and there was no patient injury. A new dissector was installed onto the system and the procedure was successfully completed. The device was returned for evaluation with a piece of the active waveguide disengaged. The disengaged piece was not returned with the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.